Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. The device was returned to the biomedical dept with an unsigned note stating not working. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.